Manufacturer narrative:
(B)(4). The serial number of the device was not provided, therefore the manufacture date and age of device are unknown. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient reported the lvad system producing a red heart alarm while connected to batteries, and that the pump running symbol was not illuminated. The system controller was exchanged. The patient was evaluated in the emergency department after the exchange, and was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed a back-up battery event which occurred on (B)(6) 2017 at midnight. After this alarm on (B)(6) 2017 at 12:02 am, the driveline was disconnected. Further information was requested, but not provided.

Manufacturer narrative:
Serial number provided. Lot number provided. This event appears to be related to a physical disconnection of the driveline. Both power cables were disconnected at 12:07 am. To date, the controller associated with the reported event was unavailable for evaluation, and the complaint file will be closed accordingly. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.